Event description:
It was reported that the customer contacted bd tech support regarding a pump they believed may have infused an incorrect dose on (B)(6)2026 about 4:00am central time. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause:the probable cause of the reported that the device had an incorrect dose infusion was not identified during the customer call. The case was escalated to dchu for further investigation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.